Event description:
It was noted that health care provider (hcp) placed test leads, immediately following patient interrogation, patient lost consciousness. The hcp had to use smelling salts. The patient was not really responsive verbally and hcp kept the patient at the office for 2 hours following the test to evaluate blood pressure, motor skills/responses and subjective patient responses. The patient had local anesthetic, just lidocaine no epi as far as the representative knows. The patient returned to the clinic the next day for education on the system and to start the test but requested that everything be removed despite the hcp¿s medical recommendation. Both leads were removed. Representative has no explanation or what happened. The hcp does not know either. The patient t's partner did not seem to be surprised that she passed out when she picked her up, made a comment "not the 1st time it happened" or something like that. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, product type: lead. Product ID: 3065u, lot# n473220, implanted: 2015-(B)(6), explanted: 2015-(B)(6), product type: screening device. (B)(4).